Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation. - attachment: [cover letter to FDA.pdf]

Event description:
Following the information provided the bed was moving (backrest and leg section) without the patient's nor caregiver's handsets being used. The bed continued to move even when the handsets were disconnected. There was no indication of patient's involvement. The arjo technician is in process of finding the cause of malfunction occurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration# (B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration# (B)(4)). On 2018-may-02 arjo received a customer complaint involving contoura 1080 medical bed. Following the information provided the backrest and leg section of the bed was moving up unintentionally without any button being pushed neither on hand control nor control panel. The bed continued to move even when the handsets were disconnected. It remained unknown if there was a patient lying on the bed at the time of the malfunction. There was no injury nor other medical consequence reported. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. For testing purposes the technician put the device in horizontal position and plugged in new control box to the bed. Due to the fact the device was still moving, the arjo technician decided to continue the test fitting new handset with its cable to the device. Then the bed was left for few days in order to check if any bed's movement would reoccur. When the arjo technician returned to the facility to verify if the bed changed its position, the technician noticed that the bed had been already repaired (by replacing handset lockout button and handset cable) by the customer technician and put back into service. Due to above the arjo technician was not in position to finish its diagnosis. Unfortunately despite our best efforts we did not receive any service records concerning claimed device. The bed was not under arjo service contract. Based on above we were not in position to determine neither if the device was maintained regularly nor serviced correctly. Moreover it needs to be emphasized that at the time the malfunction was reported, the device was in use for over 7 years (manufacturing date of claimed bed is 2011-apr-17). Summarizing, each arjo device is subjected to the normal wear and tear and appropriate care must be taken to preserve appropriate bed's condition. It should be taken into account that if the device was used without proper care it may have caused a deterioration of the electric parts endurance. It in consequence could have caused the condition of the device to deteriorate over the time and led to the alleged malfunction. It needs to be emphasized that all manufactured contoura 1000/1080 beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The instruction for use (e.g:746_128-UK-5.1) contains all crucial information which should be followed to ensure patient safety e.g.: "the beds have been designed to require the minimum of maintenance. It is recommended that the following preventive maintenance checks and procedures be carried out at 12 month intervals". In summary, although there was no injury sustained the complaint was decided to be reportable to competent authority due to the allegation of uncommanded bed movement. It remained unknown if there was a patient lying on the bed at the time of the malfunction. Upon the conducted investigation and bed's inspection done by the arjo representative we were able to indicate the electronic component responsible for malfunction occurrence. At the time of malfunction the device did not work up to manufacturer's specification.